Event description:
During shoulder replacement surgery the tip of a guide pin broke and was left in patients shoulder. Md was made aware immediately. X-ray was called and an x-ray was taken. The tip of the pin was identified on x-ray. Md decided to leave it in place. Md said he will disclose to the patient and document the incident in his operative report.